Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter.

Event description:
The initial reporter stated there was an issue with the display of accu-chek inform ii meter serial number (B)(4). There were black lines covering the results field of the display, so there was a possibility that results could be misinterpreted. The meter was reset, but the lines remained. There was no physical damage to the meter display or outer casing of the meter.